Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the lights on the front panel display on his olympus visera elite xenon light source were flashing during procedure preparation. According to the initial reporter, the staff was able to trouble-shoot the device and got it operating properly in time to start and complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the findings from on-site service, a small part was stuck, and its removal solved the problem. Olympus will continue to monitor field performance for this device.